Event description:
A consumer reported that a pt with a history of an unspecified skin problem began using one application of effergrip denture adhesive cream (carboxymethylcellulose sodium; maleic anhydride; methyl vinyl ether) daily as needed in 2004 to hold their dentures in place. After product use they had red, raised hives all over their face. In 12/2004 they had eye surgery to lift the bottom left eyelid. After the surgery the consumer was prescribed erythromycin ointment (0.5% daily). The hives were treated with benadryl 25 mg (unspecified generic kirkland brand). As of 10 days later the consumer is continuing use of effergrip. The outcome was reported as not recovered.